Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found.

Event description:
It was reported to nevro that the patient experienced a rash, dizziness and nausea, due to an allergic reaction to either the anesthetic or antibiotic. The patient was admitted to the hospital. The physician does not believe this to be related to the device. The patient is recovering and there have been no reports of further complications regarding this event.